Manufacturer narrative:
This report is filed july 21, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to an unspecified device problem.

Manufacturer narrative:
(B)(4).